Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue.the investigation was unable to determine a conclusive cause for the reported single leaflet device attachment (slda). The mitral regurgitation (mr) appears to be related to the slda. The reported patient effect of mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mr with a grade of 3-4. One clip was implanted reducing mr to 1-2. On (B)(6) 2019, one day after the procedure, it was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr had increased to 3-4. No further treatment was performed, but an additional mitraclip procedure will be scheduled for a later date. The patient remains stable. No additional information was provided.